Manufacturer narrative:
The complaint investigation for an observed false positive architect anti-hbs result included a search for similar complaints, and the review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance in the field of reagent lot using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Trending review determined no trends identified for the issue for the product. Device history record review of lot 24593fn00 did not show any non-conformances or deviations. Labeling and literature, ¿interferences in immunoassay¿, tate and ward (2004), clin biochem rev, vol 25, 105, were reviewed which adequately addresses the issue under review. If the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 24593fn00 was identified.

Manufacturer narrative:
Adverse event problem: medical device problem code: initial: (B)(4)/ corrected to: (B)(4).

Event description:
The customer obtained (B)(6) architect (B)(6) results for 13 patients and when tested on another analyzer, generated a (B)(6) result. The following data was provided on (B)(6) 2021 (>/= 10 miu/ml is regarded as being protective): (B)(6) there was no impact to patient management reported.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.